Event description:
The patient contacted lifescan in august 2005 alleging that their one touch ultrasmart meter would not power on. The medical affairs specialist mailed a letter two days later since the patient could not be reached. The last test was performed two days earlier at 11:00am. While attempting to test, the patient described their teeth locking up. No actions were taken following the attempted use of the meter that would affect their blood glucose levels. They reported receiving treatment by a medical professional; however, no further information was provided. Therefore there is insufficient information to suggest that the patient suffered a serious injury. It would have been helpful to know when they began experiencing their symptoms, what type of treatment was received, and their blood glucose level during the time of concern. The customer service agent verified that the patient was using the correct type of test strips, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The csa discovered that the battery was incorrectly installed. The csa walked the patient through placing the battery in correctly and pressing the power. The meter did not power on. The meter, test strips, and control solution were replaced.